Event description:
A discordant calcium_2 result was obtained on one patient sample on an advia 1800 instrument. The discordant result was reported to the physician(s), who requested another sample be drawn and sent to a reference laboratory for testing. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant calcium_2 result.

Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument data and determined that the event was isolated to the single sample. There was no indication of an instrument malfunction during the time of the event. The cause of the discordant calcium_2 result is unknown. The ccc determined that there were no other assay or instrument issues. The instrument is performing within specifications. No further evaluation of the device is required.